Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the pump was unresponsive. No battery cap or cartridge cap were returned. All testing was performed with test caps. No audible tone or no vibration alert occurred, and there was a blank display upon battery insertion. The test battery cap was able to fully tighten. No evidence of moisture contamination was found inside the battery compartment. The pump case was removed to find evidence of moisture contamination throughout the inside of the pump. The pump was unresponsive due to internal moisture contamination. Unrelated to the original complaint, the battery compartment was cracked below the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter denied damage to the pump or battery cap and denied moisture in the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.